Event description:
The customer's mother reported that the customer had a no delivery alarm during bolus on the insulin pump. The customer's blood glucose level was high mg/dl. The customer's mother will call us back if issues with no deliveries continues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.